Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. (B)(6) technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). It was recommended to bring the patient in for an evaluation. At this time, this right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).